Manufacturer narrative:
The 26mm sapien 3 ultra valve was not returned for examination. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander ds with sapien s3/s3u based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The reported event of valve stenosis was confirmed based on the medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Similarly, pannus or host-fibrotic tissue growth over time, a cause of nonstructural dysfunction, may interfere with the functionality of the device leading to valve stenosis. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 2 years and 27 days post tavr procedure, the patient underwent a valve in valve procedure using a 23mm sapien 3 ultra valve (inside of a pre-existing stenotic 26mm ultra valve). The 23mm ultra was advanced, however, despite many attempts to cross, the 23mm s3u valve would not cross the stenotic s3". Per medical record, "the patient presented with severe bioprosthetic valve stenosis with a peak velocity of 5.69 m/s, an average mean gradient (avgm) of 77mmhg, and an aortic valve area (ava) of 0.5cm2". In this case, the patient had a history of esrd or chronic kidney disease. It is widely understood that patients with chronic kidney disease may be predisposed to bioprosthetic calcification, leading to thickened leaflets and resulting in stenosis. Available information suggests that patient factors (esrd) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
Approximately 2-years and 27 days post tavr procedure, the patient underwent a valve-in-valve procedure using a 23mm sapien 3 ultra valve (inside of a pre-existing stenotic 26mm ultra valve), the 23mm ultra was advanced, however, despite many attempts to cross, the 23mm s3u valve would not cross the stenotic s3. A balloon aortic valvuloplasty (bav) was necessary, however, due to coronary protection from that side, the implanter could not bav from the contralateral side. A decision was made to take everything out (valve, sheath, delivery system), bav, and prep a new 23mm s3u. This valve was successfully deployed. Per the medical record review, the patient was admitted to the hospital in need of a higher level of care. The patient presented with severe bioprosthetic valve stenosis with a peak velocity of 5.69 m/s, an average mean gradient (avgm) of 77mmhg, and an aortic valve area (ava) of 0.5cm2. The valve was successfully placed on the low side as planned. Angiography confirmed no paravalvular leak (pvl) as well as good coronary flow. The transesophageal echocardiogram (tee) revealed no pvl, and the av gradient was measured and confirmed to be low. There was no aortic insufficiency (ai) on the post-procedure aortogram. Post two proglides to close the right femoral access site, a small amount of extravasation was noted, but controlled with 10 additional minutes of manual pressure. + good visual hemostasis was achieved. No device malfunctions were noted.